Event description:
The procedure was hysterectomy w/bowel resection. According to the reporter, the surgeon used the device to transect the distal colon, (rotic 55 blue load). When he came up through rectum to make anastomosis, the staple line fell apart. The staples hadn't formed into "b". The staples were boxed shaped and looked like they hadn't hit the anvil. He pulled out and used another roticulator 55 and the same thing happened. He had to hand sew the anastamosis deep in the pelvis. Due to worries of leakage, he diverted the patient with an ileostomy which added time to the case as well. The patient is in stable condition and the device will be returned to quality assurance for evaluation.